Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised chair will not turn left or right but goes forwards and backwards. .